Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported the "60 minute" activation message displayed on loop with the freestyle libre sensor. However, the customer reported that there was no adverse event, and no third-party treatment was reported. Based on the information provided, there was no report of serious injury associated with this event.